Event description:
Cardiac arrest victim. Pt in attic of her home. Fire/rescue doing cardiopulmonary resuscitation. Applied 3 lead pt cables. Turned monitor on "blank screen" appeared on life pak 12. Rechecked lead placement and connection to life pak, screen still blank. It took approx 45 seconds for screen to come on. About this time pt regained a pulse, rhythm on screen had large amount of artifact. Pt required no defibrillation.